Manufacturer narrative:
Additional narrative: patient specific information not available for reporting ¿ patient reported as patient 2 of 4. Event date: unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - manufacturing location: (B)(4). Manufacturing date: 10 april 2015. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent revision surgery on an unknown date after it was determined that the implanted recon locking screws had missed the nail. Specifically, the screws were not implanted through the screw hole; the screws were implanted next to the nail. The error was determined post-operatively, during a follow-up review. Upon the realization of this error the revision surgery was performed. This is report 2 of 5 for (B)(4).